Event description:
On 03/31/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Approx 7 hrs following the procedure the pt complained of numbness in her procedure leg. There were no palpable pulses and no doppler flow noted distal to the popliteal; however, the pt was noted to have had a weak posterior tibial and dorsalis pedel pulse pre-procedure. A vascular surgeon was consulted and felt that the event may be clot related. The pt was kept on heparin therapy that evening and was taken for vascular studies the next morning. The right common femoral artery. Superficial artery, and popliteal arteries appeared to be occluded. The pt was later taken to surgery for repair. As of 09/02/1998 there has been no further report to the MFR of complication or pt sequelae.